Event description:
During procedure, mammography machine had given several error messages and was reset to clear the errors. The tech proceeded with taking the image sequence until completed. The radiologist then requested some additional images for areas of concern. At the time the first exposure was made, the compression device did not automatically release off of the breast. The staff member had to manually release the board which did release easily. There did not to be any apparent injury to the patient at that time. The patient was requested to return at a later time for the remaining images to be taken. Evaluation and repair of equipment was completed internally resulting in the compression board being replaced to repair the compression error.